Event description:
It was reported that, pt complains of pain and difficulty walking since surgery. A microscopic surgery was perform on (B)(6) 2011 to see what was causing the problem. Pt states that they removed some tissue but no implants were removed. She has had MRI and blood work. Pt has been unable to go back to work since her second microscopic intervention and will like to know what will stryker cover. Pt will be having a revision due to the continous pain and inability to bear weight on that hip. (Claims evaluation process).

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.